Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces however, no button error alarms noted. The insulin pump was received with cracked case at display window corner, minor scratched liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported receiving a button error on the insulin pump that would not be cleared. The blood glucose reading was 123 mg/dl. Customer was treating with manual injections. She stated that she had been at the zoo and may have been sweating more than normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.